Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding(aub)') in an adult female patient who had essure (batch no. 680426) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertriglyceridemia, obesity, pre-eclampsia, condyloma acuminatum, myopia, astigmatism, appendectomy, c-section, wisdom teeth removal, food allergy, uterine cervical metaplasia, intramural leiomyoma of uterus, ruptured appendix and adhesion. Previously administered products included for an unreported indication: depo provera, keterolac tromethamine and valium 5mg tabs. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral, salpingectomy with vaginal cuff closure, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: trailing coils- left-1, right-4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2012: normal complete fill of uterine cavity noted with proximal tubal occlusion with essure devices in place. Pregnancy test urine on (B)(6) 2011: negative. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding(aub)') in an adult female patient who had essure (batch no. 680426-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertriglyceridemia, obesity, pre-eclampsia, condyloma acuminatum, myopia, astigmatism, appendectomy, c-section, wisdom teeth removal, food allergy, uterine cervical metaplasia, intramural leiomyoma of uterus, ruptured appendix and adhesion. Previously administered products included for an unreported indication: depo provera, keterolac tromethamine and valium 5mg tabs. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral, salpingectomy with vaginal cuff closure, cystoscopy). Essure was removed on (B)(6)2019. At the time of the report, the uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: trailing coils- left-1, right-4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94.301 kgs. Hysterosalpingogram - on (B)(6)2012: normal complete fill of uterine cavity noted with proximal tubal occlusion with essure devices in place.. Pregnancy test urine - on (B)(6)2011: negative. Lot number reported (680426) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: update of information (batch is not valid). On 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.